Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant attempt of the implantable cardiac monitor (icm) there was sensing issues and noise was seen with patient movement. The icm remains in use. No patient complications have been reported as a result of this event.